Manufacturer narrative:
Philips service replaced the iw1.5.1 sw pack, win7 embedded license pack, and 3dws haswell optical tpm rev_I, calibrated the pc, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the interventional workspot pc experienced intermittent startup issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.